Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain'), genital haemorrhage ('bleeding / abnormal bleeding (general)') and autoimmune disorder ('autoimmune disorder') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure inserted. In 2007, the patient experienced migraine ("migraines / headaches") and was found to have weight increased ("weight gain"). In 2013, the patient experienced rash ("skin rashes"). In 2015, the patient experienced urticaria chronic ("chronic hives"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("severe abdominal pain"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with antihistamines, ibuprofen and surgery (ablation and essure removal surgery). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, abdominal pain lower, abdominal pain, vaginal haemorrhage, menorrhagia, urticaria chronic, rash, migraine, dysmenorrhoea and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, autoimmune disorder, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, pelvic pain, rash, urticaria chronic, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: it was reported that she sought treatment on multiple occasions for symptoms. She will need to undergo additional surgical intervention as a result of her essure implants. Patient received treatment for pain, bleeding, chronic hives, discrepancy noted in essure insertion date. (B)(6) 2005, (B)(6) 2007 and (B)(6) 2006. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Imaging procedure - on (B)(6) 2007: essure confirmation test(unspecified)bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2020: quality safety evaluation of product technical complaint. On 16-mar-2020: cluster ID was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain'), genital haemorrhage ('bleeding / abnormal bleeding (general)') and autoimmune disorder ('autoimmune disorder') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure inserted. In 2007, the patient experienced migraine ("migraines / headaches") and was found to have weight increased ("weight gain"). In 2013, the patient experienced rash ("skin rashes"). In 2015, the patient experienced urticaria chronic ("chronic hives"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("severe abdominal pain"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with antihistamines, ibuprofen and surgery (ablation and essure removal surgery). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, abdominal pain lower, abdominal pain, vaginal haemorrhage, menorrhagia, urticaria chronic, rash, migraine, dysmenorrhoea and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, autoimmune disorder, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, pelvic pain, rash, urticaria chronic, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: it was reported that she sought treatment on multiple occasions for symptoms. She will need to undergo additional surgical intervention as a result of her essure implants. Patient received treatment for pain, bleeding, chronic hives, discrepancy noted in essure insertion date. (B)(6) 2005, (B)(6) 2007 and (B)(6) 2006. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Imaging procedure - on (B)(6) 2007: essure confirmation test(unspecified)bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2020: pfs received- essure removal details updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding / abnormal bleeding (general)') and autoimmune disorder ('autoimmune disorder') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure inserted. In 2007, the patient experienced migraine ("migraines / headaches") and was found to have weight increased ("weight gain"). In 2013, the patient experienced rash ("skin rashes"). In 2015, the patient experienced urticaria chronic ("chronic hives"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pelvic pain / pain"), abdominal pain lower ("severe cramping"), abdominal pain ("severe abdominal pain"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with antihistamines, ibuprofen and surgery (ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, autoimmune disorder, pelvic pain, abdominal pain lower, abdominal pain, vaginal haemorrhage, menorrhagia, urticaria chronic, rash, migraine, dysmenorrhoea and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, autoimmune disorder, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, pelvic pain, rash, urticaria chronic, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: it was reported that she sought treatment on multiple occasions for symptoms. She will need to undergo additional surgical intervention as a result of her essure implants. Patient received treatment for pain, bleeding, chronic hives, discrepancy noted in essure insertion date. (B)(6) 2005, (B)(6) 2007 and (B)(6) 2006. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Imaging procedure - on (B)(6) 2007: essure confirmation test(unspecified)bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-dec-2019: pfs received. Events added: skin rashes, migraines / headaches, dysmenorrhea (cramping) and weight gain. Event onset date and treatment drugs were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.